Manufacturer narrative:
(B) (4). The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instruction for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria. Anatomical conditions. Proper ballooning sites. The importance of an accurate deployment. The complaint correspondence indicates that the pt's anatomical form was outside the IFU because the pt's proximal neck was an inverted funnel shape and extremely tortuous. We will notify the appropriate personnel (in-house) of the event and continue to monitor for similar complaints.

Event description:
A male pt underwent aaa repair on (B) (6) 2010. The pt's right common iliac artery was completely occluded, so aaa repair with fem-fem bypass was performed. The pt's proximal neck was an inverted funnel shape and extremely tortuous, so the anatomical form was not suitable for aaa repair. The physician placed two iliac legs in the left (ipsilateral) iliac to achieve enough length. Final angiography revealed a type I endoleak from the main body proximal neck. The physician placed another MFR's stent mounted on a balloon catheter and performed balloon dilatation of the stent using another MFR's balloon catheter. Then, the endoleak was decreased, but a small leak still remained. The leak remained, but very small, so the physician decided to take a wait-and-see approach and finished the procedure. The current status of the pt is unk as not provided by reporter.